Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were unable to load reservoir. The blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received constant no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind due to gearbox jammed. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test, self test and occlusion test due to constant no motor movement or negligible movement. Retries to free a stuck motor failed error alarm. Unable to verify prime or fill anomaly due to constant no motor movement or negligible movement. Retries to free a stuck motor failed error.